Event description:
It was reported that a few hours post implant, the patient complained of experiencing discomfort. An x-ray revealed that the atrial lead had dislodged. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).